Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5082002. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole was observed in the middle of a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. It was not specified when in the process step this event occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between april 03, 2018 - april 04, 2018. The device was received for evaluation. The device was cut at the top right were the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak at the spike port cap from the base of the spike port tubing. The reported problem was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.